Manufacturer narrative:
Summary of event: as reported, during preparation of the device for a left common femoral angioplasty, another manufacturer's wire perforated a cxi support catheter. After opening the catheter, the user attempted to advance the wire through the catheter; however, the wire came out the side of the device. Per the reporter, the black tip was also kinked. The wire was not altered prior to advancement through the catheter. A new catheter was used to successfully complete the procedure without further issue. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The prior-to-use complaint device was returned to cook for investigation. The tip of the catheter was bent and partially separated, with the tip partially attached. The catheter shaft was also bent 59.5-centimeters from the strain relief. A document-based investigation evaluation was performed. A review of the device history record found three relevant non-conformances on seventy devices from two sub-assembly lots; however, all affected product was scrapped prior to release from cook. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although three relevant non-conformances were noted on two sub-assembly lots, all non-conforming product was scrapped prior to release from cook, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. Consultation with manufacturing quality engineering determined that it is possible the wire guide could have caused the catheter tip to separate. Although specific wire details are unknown, it is possible that if the wire was too rigid to follow the curve of the catheter tip, it could perforate the catheter where the curve begins. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during preparation of the device for a left common femoral angioplasty, another manufacturer's wire perforated a cxi support catheter. After opening the catheter, the user attempted to advance the wire through the catheter; however, the wire came out the side of the device. Per the reporter, the black tip was also kinked. The wire was not altered prior to advancement through the catheter. A new catheter was used to successfully complete the procedure without further issue. The patient did not require any additional procedures or experience any adverse effects due to this event.